Event description:
It was reported that, during use the cardiosave intra-aortic balloon pump (iabp) no ECG or art waves displayed. There was no patient harm.

Manufacturer narrative:
Corrected fields: b5, b6, b7, d10. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were not able to reproduce the failure. The unit passed all functional and safety tests and was returned to customer.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) no ECG or art waves displayed. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.